Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed no delivery. The customer reported that the insulin exited during 5.0 fixed prime. The customer¿s blood glucose was 401mg/dl. The customer declined to troubleshoot and treated it with manual shot. The insulin pump will not be returned for analysis.